Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal device was deployed successfully. The day after the procedure, the patient developed a hard lump at the puncture site, with pulsatile blood flow. Treatment of the site included digital pressure for fifteen minutes, rest in bed, and a blood transfusion. The patient's hospitalization was extended due to the event. The patient is stable and recovering.